Event description:
While performing bench service for the device, it was identified by an authorized bench technician that the display had water damage within the bezel that interfered with the display visibility. There was no patient involvement.

Event description:
While performing bench service for the device, it was identified by an authorized bench technician that the display had water damage within the bezel that interfered with the display visibility. There was no patient involvement.